Event description:
A customer contacted global technical services (gts) regarding assistance with the homechoice (hc) unit during use. Per the initial report, the home patient (hp) disconnected in his sleep and now wants to end therapy and perform continuous ambulatory peritoneal dialysis (capd). Gts assisted the hp with ending therapy. The hp contacted the writer on (B)(6) 2010 and he stated that the he does not recall any specific details of the reported disconnect problem. He stated that he was able to resume with the therapy after he contacted gts for assistance. There was no injury or medical intervention reported. Product surveillance contacted the peritoneal dialysis (pd) nurse on (B)(6) 2010 to obtain additional information regarding the reported disconnection problem and she stated that the patient did not inform her of the reported event. She stated that the patient is performing therapy successfully without any incident and reported no injury or medical intervention. She stated that she will follow up with the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.